Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure on l5-s1 to address pseudoarthrosis. It was reported that a scan and plan procedure was performed after decompression. Registration was achieved on the first attempt and the star marker had a .08 accuracy. All screws were placed, but the surgeon felt that left l5 was in an unacceptable position. Left l5 was repositioned freehand. There was no patient harm and the procedure was not delayed over an hour.